Event description:
Received incrowd survey 38487 beating heart pms- june 2024, where they commented "does not work seemlessly all the time. Sometimes blades can get stuck" when asked about the stabilizer or positioner can slide along the sternal retractor blade without disengaging when device mount is locked.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). No device catalog was reported, therefore a lot history review is unavailable.